Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD) prior to an unrelated procedure to change the ICD due to the device having reached the elective replacement indicator (eri). The ICD was changed due to the unrelated (eri). There were no patient consequences.